Event description:
An increased intraperitoneal volume (iipv) situation was identified in the log of a homechoice (hc) device. The iipv occurred on (B)(6) 2010 during drain cycle 5. The cycle ultrafiltration was 2497ml indicating a drain volume of 4477ml. This drain volume meets baxter?s iipv criteria. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The device has been received, and the evaluation is in process. A follow-up medwatch will be submitted upon completion of the evaluation or if any additional information is received.

Manufacturer narrative:
(B)(4). Evaluation summary: the device passed the homechoice rite (return instrument test / evaluation), functional and electrical tests and was functioning within specification. The product analysis lab (pal) evaluated the device and multiple short therapies were performed and completed successfully. The cause for the increased intra-peritoneal volume found in the logs was determined to be insufficient drain, use error: inappropriate bypass of the caution: negative uf alarm. The labeling review was performed and the labeling was found to be sufficient for the potential use error in this complaint. A service history review was performed revealing the reported condition is not related to any previous reported problem with this pump. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4). Additional information: product surveillance contacted the peritoneal dialysis (pd) registered nurse (rn) for this patient and informed her of the results of evaluation. The rn stated that the patient has had 3 swaps in a short period of time. The rn stated that she would call the patient today and set up a time to retrain the patient about bypassing, and check his settings on the patient's current hc.